Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The lot # provided by the customer was invalid, therefore, the test strips information was not captured and the device manufacture date could not be determined. As the lot # provided by the customer was invalid, a device history record for the contour test strips could not be reviewed. A robust system inspects all open test strip bottles/vials at the detrayer and rejects test strip vials/bottles with any open caps.

Event description:
The customer from (B)(6) reported that the bottle of contour test strips was already open. There was no allegation of an adverse event. The customer disposed the bottle of test strips. A replacement meter kit was sent to the customer.